Event description:
Pt called in 4/2002 alleging that their one touch profile meter was giving an "error 1" message. Pt stated that their meter was not being used for about a month. Pt reported no symptoms. Pt was hospitalized and given IV glucose. Unable to contact the customer to obtain more info. Attempted twice. Sending letter.